Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo af ablation procedure, while performing the transseptal puncture, a perforation occurred. After the sl1 sheath was advanced into the posterior septum and into the pericardial space the sl1 was exchanged with an agilis. After the exchange, a perforation was noted via echocardiogram and a cardiac consult was called. The patient remained stable and the hole was closed with a 14mm amplatzer asd closure device, and the procedure was not completed. The patient is currently in stable condition. There was no performance issues with the abbott introducer device.